Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the problem I keep hearing about is the clave becoming stuck on the tubing and having difficulty getting it off. They are having difficulty disconnecting or are unable to disconnect the syringe IV tubing from the clave and eventually the male luer of the IV tubing is breaking off and remaining in the clave's access port.